Event description:
(B)(4) instrument malfunction - intermittent failure to dispense antibody onto tissues (slides). Antibodies p63 and ER-1d5 dispensed as expected onto control. However, antibody failed to dispense onto pt's tissue. Control performed as expected and pt appeared to be p63 and ER-1d5 negative. Upon case review, pathologist ordered tests repeated which were both positive. Dako determined faulty programming of dispensing volume as root cause of false negatives. Volumes were programmed that were inconsistently below dako's minimum volume requirements.